Event description:
It was reported that the intellivue multi measurement server x2 had a loudspeaker fault. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sep2016, so no UDI is required. E1: reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A good faith effort attempt confirmed the device displayed a speaker malfunction inop error message. It was asked but unknown if there was still sound in standalone mode. The remote service engineer (rse) talked to the customer and confirmed the speaker error inop message. Results of functional testing indicate that the speaker is defective and needs replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time.